Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.

Event description:
It was reported that the pod was removed due to an adhesive issue after the patient¿s glucose values reached 21.7 mmol/l (390 mg/dl). Upon inspection, the patient's legal guardian noticed that the front sticky part of the adhesive had loosened, causing the cannula to dislodge. The patient sought medical advice on (B)(6) 2025 by calling the hospital where the phone call was about 10-15 minutes. The nurse advised replacing the pod. No formal diagnosis or treatment was provided by a medical professional during the call. Following the nurse¿s instructions, the patient applied a new pod immediately and continued normal treatment without manual injections. As treatment, the patient applied a new pod successfully.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.